Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after swimming with the device. The customer had another insulin pump and did not currently use this device. The patient's blood glucose at the time of incident was 106 mg/dl. The customer was advised to discontinue use of the insulin pump as the device is unsafe. The customer did not return the device or have it replaced as she insisted on using the device as her back-up insulin pump.